Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant of leadless implantable pulse generator (ipg) pacing threshold and impedance were unstable. An x-ray was later performed and the ipg was observed to be dislodged and present in the pulmonary vein. The ipg was explanted using a snare and a new ipg was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported there was pulmonary embolism.